Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The expected infusion time was 48 hours; however, it took 64 hours to complete. The device had been filled with fluorouracil with a total fill volume of 74ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4, and h6. H4: the lot was manufactured from may 20, 2020 - may 21, 2020. H10: the device was received for evaluation. The sample was returned with no residual drug fluid in the bladder. Visual inspection using the naked eye, did not identify any abnormalities, that could have contributed to the reported condition. A functional flow rate test was performed, and the results were within the product specification range. The reported condition was not verified. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.